Manufacturer narrative:
This report is filed on september 28, 2017.

Event description:
Per the clinic, the patient's device was explanted (date not reported) due to breakdown of the skin at implant site. There are no plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Additional information was received : it was reported that the patient experienced extrusion of the receiver stimulator and a chronic wound due to the pressure from the magnet.